Event description:
It was reported that pump experienced malfunction with message and code displayed, but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.